Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was stable throughout the event.

Event description:
New information received on 11/19/2018 indicated that programming changes were made.